Manufacturer narrative:
Same pt event as MDR #8031020-2011-00014.

Event description:
During surgery, the surgeon turned the t-handle to push out the hook. When t-handle was turned, he felt friction. The metal piece come out from the inner introducer when the device was removed after the hook come out of the tip of the pin. The surgery was completed.